Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, wall power adapter, and charging pad. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable, wall power adapter, and charging pad. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.